Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system was arching and making popping noise from x-ray tube during high technique. The procedure was completed without incident and nc patient injury was reported.